Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b5 - describe event or problem updated to: it was reported the applicator needle of the abbott diabetes care (adc) device remained in the customer's arm and caused pain. The customer went to the emergency room and the applicator needle was removed by a healthcare professional. There was no report of death or permanent impairment associated with this event. Updated from: it was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused pain and went to the emergency room. Sensor filament was surgically removed by a healthcare professional. There was no report of death or permanent impairment associated with this event. H2 - if follow-up, what type? From none to correction. H6 - adverse event problem: health effect - clinical code: e200801 device embedded in tissue or plaque. Type of investigation: b17 device not returned. Investigation findings: c19 no device problem found. Investigation conclusions: d1104 shelf life/expiration date exceeded. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2022. The medical event associated with this complaint occurred on (B)(6) 2024 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the applicator needle of the abbott diabetes care (adc) device remained in the customer's arm and caused pain. The customer went to the emergency room and the applicator needle was removed by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused pain and went to the emergency room. Sensor filament was surgically removed by a healthcare professional. There was no report of death or permanent impairment associated with this event.